Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 inflatable penile prosthesis due to protrusion of both cylinders through the ventral glans. Additional information received stated that the protrusion of both cylinders were caused by the infection. No components were explanted and only accessory kit was used to complete the procedure. The patient condition post surgery was normal.